Event description:
Clinical trial. It was reported that during a percutaneous transluminal coronary angioplasty, during an evolving myocardial infarction, stent damage occurred during positioning. The denovo, mildly calcified, 80% stenotic lesion being treated was located in the severely tortuous right posterior descending artery (r-pda). The 3.0 x 28mm taxus liberte drug-eluting stent was advanced to the lesion, but unable to cross. The lesion was further dilated with a non bsc 2.50x20mm balloon and the procedure was completed when the taxus stent was re-introduced and successfully deployed. No patient injury or complications were reported.

Manufacturer narrative:
The product has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. Root cause: unknown. Other text : product unavailable for analysis.